Event description:
Customer reported being hospitalized due to dka as per md. Customer stated that they changed their set after being released from hospital in 01/2005 for site issues. Later that evening they had high bg and vomitted. Troubleshooting was performed.